Event description:
It was reported that high pacing lead impedance was observed. The physician elected to cap the is-1 portion of the lead in early 2008. Defib portion of lead remains active.

Manufacturer narrative:
No medwatch form was received.